Event description:
The pt's device abruptly stopped working and she had a recurrence of urinary symptoms. The pt had no stimulation sensation. An x-ray showed the device was in good position. Impedances were "bad" on most of the settings. The pt planned to try one last program before surgery. As of the date of this report, the replacement surgery had not been scheduled. The healthcare professional attributed the events to the device.

Manufacturer narrative:
(B) (4).